Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified. Capsular contracture: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion, particles and deformation were observed. None of the observations are found to be potentially related to the manufacturing process,

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced.